Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl with lot cvkbg2, conformed to the specifications when released to stock in 26th august 2016. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The clinician implanted certas plus valve with siphonguard on (B)(6) 2016 and checked for csf flow throughout shunt before closing patient. At this time, the clinician determined that he was not satisfied with poor flow through the valve and decided to switch valve to strata ii citing lack of confidence in antisiphon device.